Event description:
It was reported that one day after implant, the patient's right ventricular (rv) lead dislodged and had no capture. The lead was repositioned and tested within normal sensing and pacing thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.